Event description:
During a hemorrhoidectomy procedure, the shears stopped working. Attempts to troubleshoot were unsuccessful, and another instrument was opened to complete the procedure. There was no reported pt consequence.